Event description:
The customer reported a communication error. The field engineer reported that this issue was intermittent and when it occurred, the system would not complete the boot up sequence. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a precaution, the interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.